Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a follow-up visit they were unable to interrogate the implantable cardioverter defibrillator (ICD). It was noted that the ICD does not emit a tone when magnet is placed. The programmer wand would get intermittent green lights but mostly amber. Three different programmers were attempted. It was suspected that the device battery was beyond end of life (eol). The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.